Event description:
It was reported that t:slim x2 pump battery would not charge and there was no pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method for insulin delivery if necessary, while technical support arranged shipment of replacement pump.